Event description:
It is reported that during a hemi-arthroplasty, 3 doses of palacos lv were mixed on the back table by the surgical tech with a biomet mixing system. After mixing consistency appeared normal, set time took approximately 25-30 minutes.

Manufacturer narrative:
Evaluation summary: the complaint stated that the cement hardened too slowly. Careful examination of the batch manufacturing record did not reveal any discrepancies or irregularities. A retain sample and a returned sample returned from the customer were checked for their handling properties. No deviations were found, and both samples were according to the specification in all tested points. We therefore, consider this case closed. If further information becomes available, we will reopen it. Device history records indicate device manufactured to specification.